Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call that three sensors had failed. The first sensor had blood on it, the second sensor had sensor glucose and blood glucose issues and the third sensor only lasted for four days. The nurse does not recall any significant events leading to the errors. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised the nurse to have the customer call to troubleshoot and to explain sensors and sensor usage. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.